Manufacturer narrative:
Concomitant product: ddmc3d4 ICD; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced episodes of arrhythmia, atrial fibrillation, and atrial tachycardia when the right atrial (ra) lead was unable to capture at high outputs due to a dislodgement. A lead revision was performed; the lead was repositioned several times but outputs started at normal values only to become higher within a few minutes. The lead was explanted and a new ralead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.